Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's son reported via phone call that the customer was hospitalized due to chest pains, but his blood glucose level went high after admission. Blood glucose level at the time of the incident was around mid 200 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit, but lost the reservoir. The device will not be replaced or returned for analysis.